Event description:
This case was initially received via regulatory authority (B)(4) on 25-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("incapacitating back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2008, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), alopecia ("hair loss"), dizziness ("dizzy spells"), palpitations ("palpitations") and amnesia ("memory loss"). On an unknown date, the patient experienced device breakage ("after salpingectomy, fragments in the lower abdomen still visible on x-ray") and complication of device removal ("after salpingectomy, fragments in the lower abdomen still visible on x-ray"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the back pain, device breakage, complication of device removal, fatigue, alopecia, dizziness, palpitations and amnesia outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, back pain, complication of device removal, device breakage, dizziness, fatigue and palpitations with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: fragments in the lower abdomen. Further company follow-up with the regulatory authority is not possible. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced incapacitating back pain. A salpingectomy was performed and after salpingectomy, fragments in the lower abdomen still visible on x-ray (seen as device breakage). Both events are anticipated according to the reference safety information for essure. General pain may occur with essure therapy. In this case, no alternative explanation for her pain was provided. The device breakage probably occurred after salpingectomy procedure. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 25-apr-2017. The most recent information was received on 08-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("incapacitating back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2008, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), alopecia ("hair loss"), dizziness ("dizzy spells"), palpitations ("palpitations") and amnesia ("memory loss"). On an unknown date, the patient experienced device breakage ("after salpingectomy, fragments in the lower abdomen still visible on x-ray") and complication of device removal ("after salpingectomy, fragments in the lower abdomen still visible on x-ray"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the back pain, device breakage, complication of device removal, fatigue, alopecia, dizziness, palpitations and amnesia outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, back pain, complication of device removal, device breakage, dizziness, fatigue and palpitations with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: fragments in the lower abdomen. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-jun-2017 for the following meddra preferred terms: back pain. The analysis in the global safety database revealed 280 cases. Device breakage. The analysis in the global safety database revealed 1.638 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-jun-2017: device evaluation received. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.